Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately delivered therapy during a period of atrial tachycardia by the implantable cardioverter defibrillator (ICD). The patient was given a new medication of beta blockers and has not had any issues since. The ICD remains in use. No further patient complications have been reported as a result of this event.